Event description:
Following the implant of depuy mom prothesis, the patient developed pseudotumors although the blood values were inferior at the alert values.

Manufacturer narrative:
The complaint states that a depuy metal on metal prosthesis was implanted and that the patient developed pseudotumors although the blood values were inferior to the alert values, and that the prosthesis was revised. No medical records or further information was received to support this. Notification was received stating that return of parts or further information is available. Without further information or return of parts the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion. If further information is available the complaint shall be reopened and investigated further. No actions are identified. Post market surveillance is per (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.